Event description:
It was reported the powered wheelchair motor was returned to the manufacturer for repair. During inspection and repair of the powered wheelchair, the brake wire within the motor had melted. No patient consequences were reported as a result of this event.